Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a low battery alert. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the low battery alarm. The customer reported a replace battery alert, and the customer stated that this was the second occurrence of a low battery warning. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, and selftest, no unexpected battery/power related alerts/alarms noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 4.0 received the lowbatteryalert (104) on (B)(6) 2025 22:47:01 after more than 7 days at 11.02 days. Battery cycle 3.0 received the lowbatteryalert (104) on (B)(6) 2025 21:25:00 after more than 7 days at 10.36 days. Battery cycle 2.0 received the lowbatteryalert (104) on (B)(6) 2025 11:59:00 after more than 7 days at 10.8 days. No unexpected low battery alerts listed from the battery cycles. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. The p-cap locks properly into the reservoir compartment. The pump was cut open and moisture damage on the motor assembly, moisture damage on pcba 2, corrosion on the force sensor assembly, and corrosion on pcba 1 were noted during visual inspection. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover, pillowing keypad overlay, damaged keypad overlay texture, cracked case at belt clip rail corner, cracked battery tube threads, and scratched case. Unexpected low battery alarm or short battery life were not confirmed during analysis. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Moisture damage noted on all electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.